Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported fit and sensitivity issues when they contacted customer service. During the interaction they had completed an intake form and had mark true for a chipped tooth but did not elaborate or send pictures about this issue. Additional information has been requested from the patient as to the chipped tooth. We are reporting this due to the possibility of chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.